Event description:
Approx three months post implant, this pt experienced restenosis of the cypher stent placed in the proximal left anterior descending artery (lad), which was treated with re-intervention. This pt was admitted to the hosp with a chief complaint of unstable angina (ccs iib). The pt was currently taking plavix, aspirin, statins, and anti-anginals. The pt was taken electively to the cardiac cath lab, where angiography revealed an 80%, smooth, moderately tortuous, eccentric, moderately calcified, b2-type lesion in the proximal lad and an 80% de novo, smooth, moderately tortuous, eccentric, b2-type lesion in the distal rca. There were no difficulties in accessing or wiring the vessel noted. The lad and rca lesions were not predilated prior to stent placement. A 3.0 x 8mm stent was deployed to was deployed to 14atms in the proximal lad. Then a 3.0 x 18mm cypher stent was deployed to 16 atm in the distal rca, both with satisfactory results. The stent were not post-dilated. Flow was noted to be timi 3 throughout both stented segments. The pt was discharged 12 days later on the same pre-procedure medications, for which he is reported to have been compliant. Approx three months later, the pt returned to the hosp due to unstable angina (ccs iib). Repeat angiography demonstrated a restenosis of the cypher stent in the proximal lad. This was treated with re-intervention (ptca).